Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("hypersensitivity to nickel") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal) and surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: epicutaneous test: hypersensitivity to nickel. Most recent follow-up information incorporated above includes: on 7-aug-2018: with initial - reporter information received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("hypersensitivity to nickel") in a female patient who had essure inserted for contraception. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 4 years 3 months after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2016: epicutaneous test: hypersensitivity to nickel. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.